Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that he received a warning of no insulin available during prime step. The patient reported that prior to priming pump he had 50 units left; however, during the prime step, the patient claimed the pump would say it had 0 units left. At the time of troubleshooting, the patient confirmed he was disconnected at time of priming pump. The patient also denied any insulin coming out of tubing during the load step. The patient did not have the pump available for review at the time of the call. This complaint is being reported because the alleged issue with the subject pump not recognizing the cartridge remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no load step malfunction in the black box. There are loss of primes associated with cartridge change and with an auto off. The auto off was set to on in the history. The force sensor calibration was within specifications. The rewind, load and prime steps were performed with no loss of primes. And the pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The battery cap threads were found to be stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.